Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that item # 6197-9-010, qty (B)(4), lot code mau006, was shipped directly to (B)(6). (B)(6) at the hospital noticed the product was destroyed, the cement damaged.

Event description:
It was reported that item # 6197-9-010, qty 1, lot code mau006, was shipped directly to (B)(6) medical center. (B)(6) at the hospital noticed the product was destroyed, the cement damaged.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. Evaluation of the photographs shows the broken ampoule and leakage damage to the ampoule blister. Based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the images provided there is some evidence of inappropriate handling or storage during distribution/transportation.